Event description:
The caller stated that the tracheostomy tube was inserted in the patient in 2009. The tracheostomy tube was pretested before being inserted. The caller stated that the cuff of the tracheostomy tube did not stay inflated, and the patient was taken to the hospital and another unspecified tracheostomy tube was inserted two weeks later.